Event description:
As reported by the user facility : z-med ii balloon was inflated in aortic valve and then ruptured with first inflation. While removing balloon through sheath, some of the balloon sheared off and became lodged in pt femoral artery. After attempting for approx one hour to snare balloon piece, vascular surgery was consulted. In the meantime two units of prbc's were given by physician for blood loss during snaring attempts. Another physician arrived to room and after discussing situation with the first physician, it was determined that the femoral cut down would be attempted to remove balloon piece. Attempts were made by the second physician for appox two hours. Retrieval of the aortic balloon piece were unsuccessful. This pt had severe aortic stenosis. This pt emergently came back to the cath lab the next day for intervention on his pulseless cold right leg. Medwatch 3601800000-2006-8018. Add'l info provided by the facility indicated the sample is being retained by the facility and is not available for eval. The facility has declined any add'l info at this time.

Manufacturer narrative:
The actual device involved in the incident is being retained by the user facility and is not available for the MFR to evaluate. Without the actual sample, a thorough eval could not be performed. These balloon catheters are mfg and purchased from numed, inc. All available info has been forwarded to numed for eval. If the device is received, a follow-up report will be filed. At this time, no specific conclusions can be drawn.